Event description:
The site reported a vessel perforation with uncertain relationship to the study device (penumbra system) and definite relationship to the angiographic procedure. It resolved with the need for a hemicraniectomy and classified as a serious adverse event. The site noted that the perforation was noted after balloon angioplasty.

Manufacturer narrative:
Conclusion: vessel perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information about this event came from review of procedural information during data collection for the penumbra (B)(4). The procedural information did not give specific device information and only specified the penumbra system as the "study device" possibly related to the event.